Manufacturer narrative:
Continued: a5 - ethnicity: not hispanic or latino; a6 - race: black or african american.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and back rolls and (B)(6) 2022 using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting on (B)(6) 2020 and has potentially developed paradoxical hyperplasia. A formal diagnosis has not yet been made.